Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a power source using the tandem-provided wall adapter.. Additionally, the customer reported that the pump intermittently shut off at the time of the power source alerts due to battery gauge fluctuation. There was no reported adverse impact to the customer's blood glucose (bg) level. A replacement usb cable and wall adapter were sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using the replacement charging supplies; however, no additional information could be obtained.